Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) could not verify the report issue. The fsr checked all gas connections, removed the epgs from the system base and checked for any discrepancies and found none. The fsr reinstalled the epgs, reconnected and tested all epgs functions without any problems during testing. Data logs were downloaded and sent to the manufacturer on 08/10/2015 for further evaluation (see summary of findings below). After further discussion with clinical services and technical support, there were no indications found on the logs that might indicate an error in functionality with the epgs. As a precautionary measure, it was decided to replace the epgs and return the suspect epgs for further evaluation and testing. The fsr returned to the customer site on 08/12/2015 and installed a replacement epgs. The fsr tested for use, the system-1 operated to manufacturer specifications and was returned to clinical use. As per log analysis, the gas system reported ¿o2 sensor and blender disagree¿ (blender set to 100%, sensor measured 69.5%). What causes this event to get logged is when the blender setting and the measured o2 sensor value are different by more than 10% (30.5% in this case). They were running at low flows which can cause this behavior. When calibration is performed we run flow at 5 l/min. This can cause significant back pressure and causes o2 to be measured high. Since it was a pediatric case at low flows (< 1 l/min) back pressure is greatly reduced. This can cause the o2 sensor to measure o2 low. When o2 is measured low the gas system will automatically move the fio2 knob in an attempt to correct. That is most likely what the customer heard. There is no definitive indication of a gas system problem in the log. The product surveillance technician (pst) could not duplicate the reported issue during laboratory evaluation. The epgs did not fall out of calibration and measured and set values were within specifications. The pst connected the epgs to a system-1 simulator and ccm, attached o2 and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. Initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.54 volts, within the specification of 0.55-2.758 volts. A manufacturer rx05 oxygenator and a pvc gas line, with 2- 0.2 micron gas filters, were connected to the epgs outlet and provided a representative back pressure during the calibration and use of the epgs in this test run. No issue with the ability to set and/or measure, with all measures within specification of set points were observed. Nothing visually observed that would cause failure. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) began to make noise like it does when it calibrates and the arterial partial pressure of oxygen (po2) began to drop precipitously. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 08/11/2015: this cardiac surgical procedure was performed on a (B)(6) patient. The epgs was calibrated successfully, prior to cpb and no issues with gas delivery for most of the procedure. A blood parameter monitor (bpm) was utilized for the procedure. During rewarming of the patient, the perfusionist (ccp) noticed the partial pressure of carbon dioxide (pco2) level of the arterial blood was rising per the bpm measure. It was discovered that flooding of the surgical field with carbon dioxide (co2) gas was being done, and the increased pco2 was due to the return of suction blood from the surgical field back to the cpb circuit. The ccp responded to the higher pco2 levels by increasing the gas flow rate to the oxygenator to about 5-7 liters per minute (l/min). The previous gas flow was about 0.5 - 1.5 l/min. After the aortic cross-clamp was removed, the co2 flooding of the surgical field was stopped. The pco2 level dropped and the ccp reduced the gas flow to the oxygenator to about 0.5 l/min and according to the system-1 logs, the gas flow was reduced as low as 0.25 l/min. After the gas flow was reduced (from the epgs), the ccp heard a clicking sound from the epgs and he stated the sound lasted for about ten seconds. At this same time, the ccp noticed a drop in the po2 measure of the bpm from about 300 mmhg to about 200 mmhg. The ccp used the fraction of inspired oxygen (fio2) slider and increased the set point to 100%. On inspection of the central control monitor (ccm) again, even though the epgs fio2 set point was 100%, the measure fio2 was 70%. The ccp used the local controls for fio2 and turned to max (set point of 100 %), but the measured fio2 remained at about 70%. The ccp also stated, as the po2 dropped from 300 mmhg to 200 mmhg over a short period, the pco2 rose from 37 mmhg to 40 mmhg. Because the ccp was not able to adequately find the root cause quickly for the drop in po2 and rise in pco2, he elected to connect the gas line of the oxygenator to a portable oxygen tank (this bypassed the epgs and anesthetic vaporizer). Using the tank equates to 100% oxygen (o2) and the ccp set the gas flow from the portable tank to 0.5 l/min. In a few minutes, the po2 had increased to 600 mmhg. The surgical team was informed of the issue and they elected to wean from cpb at 35 degrees celsius, instead of the usual 36-37 degrees celsius. According to the ccp, the procedure was completed successfully without delay, and without associated blood loss. There was no harm observed. Switching to the gas tank would be considered intervention to prevent harm. According to the data log review, technical support stated that during the time the epgs was trying to self-adjust (clicking sound), a status message was posted "o2 sensor and blender disagree". This occurs because the set-point and measured fio2 are more than 10% different. According to technical support, the epgs fell out of calibration likely due to the fact that calibration takes place at 5 l /min gas flow and this incident occured when the gas flow was reduced to 0.25 - 0.5 l/min. There is a significant difference in pressure of the gas path when the flow rate drops from 5 l/min at calibration to 0.25 - 0.5 l/min for this small pediatric patient. The ccp began to use the manual gas controls, as the guidance states in the instructions for use (IFU) but he was confused by the continued drop in the po2 and the rise of the pco2. This could indicate an issue with the ability of the gas system to deliver gas to the oxygenator. In addition, adding to the confusion was the fact the measured fio2 remained at 70%, even though the set point was 100%. The mechanical flowmeter is a valuable back-up and support instrument in visually verifying that gas is exiting the epgs at the prescribed flow rate. The flowmeter has graduations from 1.0 l/min to 10.0 l/min and thus since the set gas flow was set to about 0.25 - 0.5 l/min, the mechanical flowmeter was not able to register a graduated flow rate and thus added to the confusion and concern that gas supply was not able to be delivered adequately from the epgs to the oxygenator.

Manufacturer narrative:
Oxygen (o2) sensor was installed on 04/27/2015 in the electronic patient gas system (epgs) and it was within its six months of life span.no additional action will be taken at this time.